Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmissions with several non-sustained right ventricular oversensing episodes exhibited on the implantable cardioverter defibrillator. It was observed that the episodes were due to post paced t-wave oversensing. Programming changes were discussed. The patient will be monitored normally.